Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no suction noted at the end of an eye surgery. The product was replaced and the procedure was completed without harm to the patient. Additional information has been requested for this case. There is no sample available as it was discarded after the case.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. The reporter informed that the reported issue occurred during viscoelastic removal.